Event description:
This pt developed an external ear infection shortly after their cochlear implant surgery. They have a history of external ear infections. Pseudomonas bacteria was cultured from the infection, which was treated with both drops and IV antibiotics. The infections has led to a small hole in the tympanic membrrane. A tube was inserted in the tympanic membrane to flush the middle ear with antibiotics to avoid the spread of infection.